Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 448 mg/dl. Customer attempted to treat their high blood glucose via insulin pump but instead received a motor error alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during bolus delivery. Customer performed and passed both the self-test and displacement test. Customer was advised to monitor the insulin pump and call back if issues persist.